Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient has experienced teeth sensitivity, gum build up and tooth damage. Patient was advised to see their dentist and get a dental cleaning for the heavy calculus build up.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.